Event description:
The event is reported as: complaint alleges: customer got an infection when using the rusch female catheter, then started taking medication. Pt current condition is fine.

Manufacturer narrative:
No sample is available for the MFR to evaluate. A follow-up report will be sent when investigation is completed. The lot number reported in this complaint was included in a recall by teleflex.